Manufacturer narrative:
Complaint conclusion: as reported, the sheath adapter could not be connected to the 5f exoseal vascular closure device (vcd). Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The exoseal vessel closure unit was prepared and used in accordance with instructions for use (IFU). The exoseal vcd used in a transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, and the guard was not locked. The plug was in its manufactured position, and the indicator wire was found partially deployed. The procedural sheath was not returned for this evaluation. Finally, it was observed that the indicator window was in the black/white position. During this visual analysis, no additional anomalies were observed. Per functional analysis, the guard locking simulation could not be performed because the indicator wire was not in the manufactured position when the unit was received for evaluation; it was partially deployed. Therefore, although the guard was successfully locked, complete deployment of the indicator wire could not be achieved. Per microscopic analysis, a high-magnification evaluation was conducted to assess the internal mechanism of the device before and after guard locking. During this analysis, no signs of premature activation were observed. However, it was found that the internal mechanism of the unit was not in an unaltered manufacturing state. During the product engineering team (pet) review, an additional examination of the internal mechanism revealed evidence of misalignment, which could result from external manipulation, such as a high tensile force applied to the delivery shaft of the unit. The reported event of ¿cowling (guard)-deployment difficulty¿ was not observed through analysis of the returned device since it was able to be locked during functional analysis. However, an additional condition of ¿indicator wire-deployment difficulty-unable¿ was noted with the returned device as the indicator wire did not deploy during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported to the issue experienced locking the cowling (sheath adapter) into the handle, especially since there were no issues noted during functional analysis. However, procedural sheath factors (which was not returned for analysis and size details were not provided) and/or procedural/handling factors may have contributed to the issue experienced as evidenced by the misalignment of the internal mechanism. This misalignment was likely due to high tensile force applied to the delivery shaft of the unit, such as the application of excessive force when inserting the device into a sheath of the improper size, which subsequently led to the indicator wire deployment difficulty experienced during functional analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿select the size exoseal¿ vcd corresponding to the vascular sheath introducer french size in use.¿ neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sheath adapter could not be connected to the 5f exoseal vascular closure device (vcd). Therefore, the product wasn¿t available, and manual compression was performed for 20 minutes and recovered. There were no reports of patient injury. The exoseal vessel closure unit was prepared and used in accordance with instructions for use (IFU). The exoseal vcd used in a transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The device will be returned for evaluation. Addendum: per pe findings, the full deployment of the indicator wire could not be achieved.